Manufacturer narrative:
The insulin pump had unresponsive buttons due to unlocked lcd keypad connector. The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues and that none of the buttons were not working. The customer's blood glucose was 432 mg/dl. The customer treated her blood glucose with a manual injection. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.